Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and complete heart block. It was also reported that the ipg exhibited invalid cardiac compass data. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.